Event description:
Pt in for bilateral removal of silicone implants and required bilateral capsulectomies also. Pt had implants inserted 13 yrs ago in a prepectoral breast augmentation. Pt had complaints of progressive hardening implants which had increased the last 12 to 18 months. Physical assessment noted an obvious deformity and tenderness, IV/IV encapsulation with tenderness on palpitation. Surrounding tissue on capsule with a milky fluid within the capsular space, especially on the right. A gram stain and culture was done. A small dacron patch was seen at the base of the implant where a number was printed.